Event description:
Event description guidant received information that this patient was demonstrating non-capture in the ventricular lead. A chest x-ray revealed lead movement - the lead looked to have dislodged. Due to the patient's ill health, alzheimers - the physician elected to wait a couple weeks and monitor the patient before doing the lead repositioning.